Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that 2 out of 10 reservoirs o-rings and plunger came out and the insulin leaked at the bottom. The customer¿s blood glucose was 6.9 mmol/l at the time of incident. Customer stated that the insulin pump. No troubleshooting was performed. The reservoir is expected to return for analysis.

Manufacturer narrative:
Evaluated one random seal reservoir. Performed pre-fill reservoir test. Found reservoir no occluded and no leakage anomaly when removing the plunger, performed manual test and found plunger easy to release from stopper-plunger. (B)(4).